Manufacturer narrative:
No part will return for investigation. Covidien was authorized to upgrade software only. After software upgrade, all tests per service manual passed. (B)(4).

Event description:
Customer from the USA reported that an 840 ventilator had blank graphical user interface (gui) display. Customer reported that the lower display whites out. Customer reported replacing the gui central processing unit (cpu) printed circuit board (pcb). The device passed all tests. Patient involvement information was not provided.